Manufacturer narrative:
(B)(4). There was no reported product deficiency. The angina and stenosis/restenosis are listed in the xience v instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the patient underwent a stenting procedure on (B)(6) 2008 with a xience v stent placed in the proximal distal circumflex. At a follow-up visit, the patient stated he had been having chest pain over the last few months and an electrocardiogram and stress test were performed. The electrocardiogram was performed on (B)(6) 2011 and revealed trace mitral regurgitation. The stress test performed on the same date revealed an ejection fraction of 65%, left atrium was moderately enlarged, a small pericardial effusion and mitral regurgitation. On (B)(6) 2011, in an outpatient procedure, the patient underwent revascularization with two stents placed to treat in-stent restenosis. No additional information was provided.